Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. The sample appeared to be clean. The balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 4mm x 40mm balloon. No anomalies were noted to the strain relief or the y-hub. The patency was tested using an in-house .035" guidewire and passed without issue. The strain relief was removed from the y-hub and a partial circumferential catheter shaft break was noted near the distal end of the y-hub. The catheter break was examined under microscopic magnification (16x) and the edges of the break were jagged. Sanding marks were noted on the catheter at the location of the break. Medical records were not provided; therefore, a review could not be performed. Images/photos were not provided; therefore, a review could not be performed. The investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub, resulting in the reported leak. Excessive sanding of the catheter under the strain relief is the root cause for the partial break in the catheter. The current ultraverse 035 pta catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly leaked. There was no reported patient injury.